Manufacturer narrative:
Additional: (expiration date, lot #, UDI #) correction: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an unknown procedure. The handle jammed after the first firing. Handle refused to fire/move, any extra force would have caused the device to break. Firing motion was normal in the first reload used, however the jamming happened in the second reload. It is unknown how the case was completed. Patient outcome is unknown.